Manufacturer narrative:
Section b5, d4, and h4: additional information. Manufacturer's investigation conclusion: the report of a separation of the silastic from the distal end of the metal connector was confirmed through the onsite evaluation by an abbott technical services representative. A clamshell repair was successfully performed according to hmii perc lead field repair kit instructions. No alarms or adverse consequences to the patient were reported. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The hmii lvas IFU and patient handbook provide information on how to care for the driveline. Furthermore, these documents address damage due to wear and fatigue of the driveline as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: no alarms were reported. Clamshell repair was placed by the manufacturer's technical services with no issues.

Manufacturer narrative:
The approximate age of the device is 5 years and 5 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the outer silicone layer of the percutaneous lead had separated from the connector. An external percutaneous lead replacement was scheduled. No further information was provided.